Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced symptoms of hypoglycemia described as mental distress, lack of cognitive ability, muscle cramping, light headedness, and heaviness of body. The cgm was reading 221 mg/dl. The patient called 911 and a bg by emergency medical technicians (emt) was 37 mg/dl. The patient was treated twice with oral glucose gel and the bg gradually improved. The patient was taken to the hospital where he was admitted for 2 days due to dehydration, muscle stress, and decreased kidney function. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.